Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pen needles 32g x 4mm that the drug solution did not come out on five products. The following information was provided by the initial reporter: "the user's report is that the drug solution did not come out in five products."

Event description:
It was reported while using bd micro-fine¿ pen needles 32g x 4mm that the drug solution did not come out on five products. The following information was provided by the initial reporter: "the user's report is that the drug solution did not come out in five products."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes. D9: returned to manufacturer on: 16-aug-2022 h6: investigation summary ten sealed 32g x 4mm pen needle samples were from lot. No. 1272209 cat. No. 320129 along with and fourteen sealed 32g x 4mm pen needle samples from lot. No. 1251947, cat. No. 320129. A clog test was carried out on all returned samples as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.